Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent were stretched and misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 16-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilation, a 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x8mm synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.